Manufacturer narrative:
According to the customer on (B)(6) 2026, "nebulizer cup is damaged" and "it's broken where you connect pieces." The customer reported that the device did not function as intended, which led to an emergency room visit to obtain their medication. The customer stated they are currently feeling "fine" but require a replacement device. No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2026, "nebulizer cup is damaged" and "it's broken where you connect pieces." The customer reported that the device did not function as intended, which led to an emergency room visit to obtain their medication.

Manufacturer narrative:
Correction to h1: type of reportable event. Correction to h11: additional manufacturer narrative. According to the customer on 3/1/2026, "nebulizer cup is damaged" and "it's broken where you connect pieces." The customer reported that the device did not function as intended, which led to an emergency room visit to obtain their medication. The customer stated they are currently feeling "fine" but require a replacement device. No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.